Manufacturer narrative:
The pump was returned and biomaterial was observed.

Event description:
The complainant reported a (B)(6) year old asian male patient had impella 5.0 pump inserted in the right femoral for cardiomyopathy. The patient had thrombus that required thrombectomy procedure with fogarty at impella removal.

Manufacturer narrative:
Device evaluated by MFR. Device was not returned by customer. The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed.

Event description:
It was reported the patient experienced hemolysis on (B)(6) 2021. No further information was provided on treatments given to the patient for the hemolysis. It was additionally reported that the pump had low purge pressure alarms during the case on (B)(6) 2021. The purge cassette was changed, but this did not resolve the issue. Due to the ongoing purge issues, the pump was replaced.

Manufacturer narrative:
Additional information provided in b1, b2, b5, h1, and h6 for reported low purge pressure issues and hemolysis. This report is being filed as part of a retrospective review of historical records.